Event description:
IV fluids had been running without problems. IV fluids were stopped for blood and restarted for fluid bolus. Took 15 mins to change IV pump which did not work and then change tubing which worked. Pt's blood pressure had dropped.